Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken stylet was confirmed. The product returned for evaluation was one 3cg stylet w/ t-lock assembly. The stylet was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding. Microscopic examination revealed deformation of the stylet tubing at magnet edge(s). Measurements of the stylet tubing wall thickness, core wire outer diameter, and magnet length were taken and confirmed to be within specification. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that wire and stylet were checked for integrity as the pa was preparing the kit for insertion. At this point it was noted that the tip of stylet broke off on removal from the catheter. No injury to the patient or the healthcare provider. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.